Event description:
Event description: a physician was attempting to use a neuroguard device to treat the left mid common carotid reported to be calcified with minimal tortuosity. During deployment of the neuroguard stent iep sys ng-0740-140-2, the filter did not open fully upon initial deployment. The device was prepped as per IFU with no issues noted. An embolic protection device was used, but model is unknown. Same device used once filter fully opened on it's own. There was no health consequences or impact to patient for this event. Investigation preliminary: the preliminary investigation determined that unknown source caused a deformation of the outer body. The deformation is consistent with heat damage. This is a new and unique failure mode. The failure mode potentially results in impingement on the movement (both directions) of the filter actuation wire. Conclusions: the deformation of the outer body caused additional friction in the filter wire actuation led to a slow opening and closing filter.